Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 40 to 43 mg/dl at the time of the incident. The customer was at 92 to 111 mg/dl after treating the low. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the lows as the customer declined. The customer reported a bent sensor cannula, sensor calibration, and change sensor errors. The insulin pump will not be returned for analysis.